Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead dislodged. It was also reported that no capture was noted on the rv lead. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.